Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic left partial nephrectomy, the event occurred in the final part of the procedure in a very delicate anatomical space. At that moment, the surgeon had already completed the operation and was coagulating the last minor bleeding site. During that coagulation phase, the bipolar fenestrated grasper (bfg) suddenly snapped and made an abrupt, uncontrolled lateral movement. The instrument was withdrawn without any issues. While pulling back the instrument drive unit (idu), the bipolar grasper¿s jaws spontaneously realigned within the trocar. The instrument was subsequently replaced with a new one without further complications. There was no patient injury.

Event description:
It was reported that during a robotic laparoscopic left partial nephrectomy, the event occurred in the final part of the procedure in a very delicate anatomical space. At that moment, the surgeon had already completed the operation and was coagulating the last minor bleeding site. During that coagulation phase, the bipolar fenestrated grasper (bfg) suddenly snapped and made an abrupt, uncontrolled lateral movement. The instrument was withdrawn without any issues. While pulling back the instrument drive unit (idu), the bipolar grasper¿s jaws spontaneously realigned within the trocar. The instrument was subsequently replaced with a new one without further complications. There was no patient injury.

Manufacturer narrative:
H3 and h6: annex b, annex c and annex g have been updated. Device evaluation: medtronic led an evaluation of the associated device data and provided images for the reported bipolar fenestrated grasper (bfg). Evaluation of the device data indicates that the bfg was connected to arm cart assembly 1 sn: c24tle1423. Instrument use time was four hundred and seventy-two minutes and use count was five. There was an instance of a difference in commanded and actual jaw angles triggering an error code "danger: instrument error. Withdraw normally. If withdrawal fails, remove instrument/port together. Replace instrument to resume.". This is likely a result of instabilities within the instrument controller or aggressive movements while in tele-operation. This error is a subsystem inoperable error, and it is the reason why the surgeon could not move the instrument. When this error code is triggered, the instrument drive unit software command off state to all motors, while in position_control, then it reports a system recoverable inoperable_error and a subsystem recoverable inoperable_error occurred. Review of the images noted seven photographs were provided. The first photo shows the housing of the instrument. The serial number shown matched the reported serial number. The second photo shows the distal end of the instrument. The third photo shows the distal end of the instrument. The fourth photo shows the distal end of the instrument. The fifth photo shows the distal end of the instrument with the jaws open. The sixth photo shows the distal end of the instrument with the jaws open. The seventh photo shows the distal end of the instrument. Evaluation of the device data for the reported bipolar fenestrated grasper noted no abnormalities associated with the reported condition of instrument broken. Therefore, the investigation was not able to identify a root cause or speculate on a probable root cause. Evaluation of the device data for the reported bipolar fenestrated grasper confirmed the reported conditions of jaw closure error and inadvertent rasa/instrumentation movement within the patient. The root cause of the observed error with the bipolar fenestrated grasper was that it is likely that the product was not used as intended which may have caused or contributed to the reported incident. An inserted disabled instrument needs to be rotated in order to be removed. The current system does not allow for this behavior. A process improvement has been initiated to address this issue. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.